Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on 02/03/2012 and 02/09/2012, and 02/17/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A materials mgr reported an intraocular lens (iol) was explanted. Add'l info has been requested.